Event description:
The father reported of recurring air bubbles in the reservoirs, and then eventually traveling into the tubing line. Troubleshooting was performed. It was found that the insulin was stored in the refrigerator and it was not warming to room temperature before filling. Advised the father that the insulin should be stored at room temperature to prevent gassing out when it warms in the insulin pump. The father stated that a reservoir was leaking the day prior to the call. The father also stated that when the reservoir was removed from the insulin pump, the reservoir compartment smelled like insulin. The father felt insulin on the outside of the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.